Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: cement liquid poured into cement bowl (without powder). Black sediments found in liquid. Bowl was put aside - unused, patient unaffected. New cement pack opened and used for patient. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that a small unknown black particle was inside the green cement bowl. A retained sample testing was completed. Ampoules were snapped and poured one at a time into a large cleaned clear beaker, 18 retained samples are kept for ghv batches, hence 1/3 of the retained samples were used to confirm the findings. No black specs or any other contaminants were found in either batch in any ampoule tested. The cause of the complaint highlighted is undetermined. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary cement liquid poured into cement bowl (without powder). Black sediments found in liquid. Bowl was put aside - unused, patient unaffected. New cement pack opened and used for patient. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded to the manufacturing site j&j medtech blackpool, for a manufacturing investigation. Visual analysis of the returned device found a small unknown black particles was inside on the returned complaint package. A retained sample testing was completed. Ampoules were snapped and poured one at a time into a large cleaned clear beaker, 18 retained samples are kept for ghv batches, hence 1/3 of the retained samples were used to confirm the findings. No black specs or any other contaminants were found in either batch in any ampoule tested. The cause of the complaint highlighted is undetermined. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. How was the cement prepared for use? Intended to mix in a cement bowl with spatula. Liquid was poured into the bowl first (without powder) straight from its packaging bottle. Black specks were found. So it was left aside and not used for the case. B. What equipment was used to prepare / mix the cement? "Bone cement bowl with spatula" by medinorm. Ref: (B)(4). C. What was the timing to mix and the time between mixing and setting? Cement components were not mixed yet. Liquid was removed from field after discovering the black specks. Powder has yet to be opened. D. What equipment was used to deliver the cement? Liquid was poured directly from the original packaging bottle into the bowl.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. Dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements.

Event description:
It was reported that the cement liquid was poured into cement bowl (without powder). Black sediments were found in liquid. Cement components were not mixed yet. Liquid was removed from field after discovering the black specks. Powder had yet to be opened. Bowl (non-depuy product) was put aside - unused, patient unaffected. New cement pack opened and used for patient. The surgery was completed successfully with no delay and no patient consequence. Cement had been stored at 20.3 deg celsius. Temperature in or was reported to be 19 deg celsius.